Event description:
It was reported that the patient experienced a replacement of all inflatable penile prosthesis(ipp) components due to a cylinder issue. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the cylinder was damaged and the patient outcome was reported to be well. The reservoir was functionally, visually, and leak tested. No leaks or damage were identified. The pump was visually and leak tested. No leaks were observed and the pump was found to be contaminated, therefore functional testing could not be performed. Cylinder 1 was visually, functionally, and leak tested. A leak on the cylinder body was confirmed due to damage from a sharp instrument. There were broken fabric threads and bulging of the cylinder during testing. Cylinder 2 was visually, functionally, and leak tested. No leaks or damage were identified. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 785454 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Label review, risk review, and ship history not required per cis product investigation wi, 92186855. Based on a thorough review of the reported complaint and the sharp instrument damage identified during analysis, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Manufacturer narrative:
Pump: model- 72404310, lot sn- 908922001, mfg date- 11/25/2014, exp date- 11/11/2019. Reservoir: model- 72404161, lot sn- 903766003, mfg date- 11/11/2014, exp date- 10/22/2019.

Event description:
It was reported that the patient experienced a replacement of all inflatable penile prosthesis (ipp) components due to a cylinder issue. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reservoir was functionally, visually, and leak tested. No leaks or damage were identified. The pump was visually and leak tested. No leaks were observed and the pump was found to be contaminated, therefore functional testing could not be performed. Cylinder 1 was visually, functionally, and leak tested. A leak on the cylinder body was confirmed due to damage from a sharp instrument. There were broken fabric threads and bulging of the cylinder during testing. Cylinder 2 was visually, functionally, and leak tested. No leaks or damage were identified. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 785454 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Label review, risk review, and ship history not required per cis product investigation wi, 92186855. Based on a thorough review of the reported complaint and the sharp instrument damage identified during analysis, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a replacement of all inflatable penile prosthesis(ipp) components due to a cylinder issue. A patient outcome was not reported.